Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when using the flexible reamer over the reaming rod, the surgeon bent the rod to help with the procedure and the flexible reamer got stuck. The head and shaft broke where they connect. A small piece of broken reamer was left in the tibial canal. No attempt was made to remove the fragment. The procedure was completed successfully and no surgical delay was reported. This report is 2 of 2 for (B)(4).